Event description:
It was reported that during a da vinci-assisted sigmoid colectomy surgical procedure, the site had a power outage in the operating room (or). The site was able to get dv system to come back up but had opted to convert to open instead of continuing case with da vinci. The site was planning on using system for their next case. The intuitive surgical, inc. (Isi) technical support engineer (tse) reviewed logs and found no faults that would deter system from being used. The site was able to get system to come back up but had opted to convert to open instead of continuing case with da vinci.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. The intuitive surgical, inc. (Isi) technical support engineer (tse) reviewed logs and found no faults that would deter the system from being used. The site was able to get the system to come back up but had opted to convert to open instead of continuing the case with da vinci. No site visit was conducted. The system was working properly, and no additional action was required as the issue was resolved. .